Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The user performed a reboot, but the issue persisted. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirm that reported problem. Upon troubleshooting, fse found flex vision processing computer not working. To resolve the problem, fse replaced with new flex vision and the hard disk drive and performed system shutdowns and restarts to ensure the flex vision processing computer started up automatically and return the part for further analysis and failure was unit failed power and cmos battery is likely low or dead. After replaced with flex vision processing computer and the new hard disk drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.